Event description:
It was reported that "EKG leads placed at 1200. During procedure at 1500, large skin burn noted to left upper chest. Skin irritation to right upper chest and any areas where leads came in contact with skin."

Manufacturer narrative:
We are attempting to gather additional information regarding this incident. The hospital will not return the actual device. We have requested photographs of the burn and of the device. It was reported that the original intended procedure was cardio-respiratory monitoring.